Event description:
The pt is a resident of a nursing home. A nursing home staff member performed a blood glucose test on the pt using the suspect device and obtained a result of 321 mg/dl. Four units of insulin were then given. The pt then went unconscious. A retest was performed and the result was 7 mg/dl. The pt was transported to the hosp. No other info was provided.